Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the handset stopped working. Caller stated they did preventive maintenance on it and changed the cord and the block that goes with the cord, but when they plug it in, it only shows the beginning part of the model number and then it starts right back off. Caller added that the lights kept flicking on and at that point they were trying to charge it up to make sure they had it in case the lights went off for a while. Caller noted they have been having some pain in their back because they cannot adjust the stimulation. The issue was not resolved. The caller was redirected to healthcare it. Agent made an outbound call to follow up event details. Caller noted they have been having some pain in their back because they cannot adjust the stimulation. Additional information was received from a patient (pt). It was reported that they got a new handset since they had problems with it. When pt uses the new handset, they got to the therapy screen on the mystim application but when they turn intensity up or down, they get communication in progress. The screen goes back to the therapy screen but they could not make adjustments for it kept going to communication in progress. During call agent attempted to obtain the handset serial number in the mystim application but it did not show that it had one. The pt noted the handset did not come with a box either so they could not obtain serial number. Pt close all applications and reset the handset. They were able to connect to the therapy screen and when they attempted to adjust intensity levels it went to communication in progress like it had been doing. A replacement handset was sent out. Additional information was received from a patient (pt). It was reported that they were just sent their second replacement handset in the last three days, however the same issue was still occurring. Pt was able to access the mystimps therapy app, however upon trying to increase/decrease the stimulation, the handset would go back to showing communication in progress. A replacement communicator was sent out. Additional information was received from a patient (pt). It was reported that they had been dealing with this issue for the last week. Pt said that they were sent two new handsets and a new communicator, however the issue still was not resolved. Pt said that they charged the communicator and the communicator lights were blinking, but when they tried making therapy adjustments (like increasing and decreasing the stimulation), the same issue was still occurring. Agent redirected pt to healthcareit for further assistance. Pt transferred back from hcit due to issue not being the handset/communicator connecting, but actually they are having the same issues despite replacements as noted in this case. Pt had difficult time following troubleshooting instructions and answering questions. Pt mentioned they 'erased everything' on one of the handsets they received. Agent attempted to obtain handset and communicator serial numbers but pt unable to provide after multiple attempts. Agent assisted pt in connecting to ins but pt appeared to touch/clear mystim app screen before agent was able to troubleshoot. Agent had pt attempt to close out of mystim app but pt continued to say 'mystim session in progress' was on the screen and the screen was automatically going back to the mystim app without pt tapping anything. Pt confirmed their handset is not in the case and the screen is not being bumped by anything. Pt then connected to ins and saw therapy on with group a. Agent had pt go into program 1 and confirmed they tap on the blue arrows; they see communication in progress again automatically. Pt mentioned they believe program 1 is for their back and program 2 and 3 are for their legs. Pt stated their doctor told them it's better to not have stimulation on at night unless they really need it, so pt stated they turn the stimulation way down at night and then turn it back on in the morning as they need. Pt stated they think something is wrong with their ins due to the issues they're having. Pt mentioned they've had a stimulator for 15 years and they've never had an issue. Pt later mentioned they've had external equipment replaced in the past. Pt mentioned they had a 'small problem once and a (mdt) tech was in there in biloxi and he was there so I could turn it down or whatever.' Agent did not inquire further to focus on troubleshooting. Agent reviewed b ringing all external equipment with them to hcp's office for in-person assistance prior to sending anything back. Pt agreed to call their hcp to discuss.